Event description:
Customer reported that the buttons on the insulin pump are not responding properly. Customer stated that the keys are not allowing him to advance to the next menu and if he pressed the buttons a couple of times the screen goes forward too far. Customer stated the insulin pump may have been exposed to moisture or bumped. Four button error alarms found in the alarm history on (B)(6) 2014. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. No traces of moisture damage noted at electronic or motor assemblies per visual inspection. The device had minor scratched lcd window and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.